Manufacturer narrative:
The reservoir tube lip completely broke off and test reservoir will not lock or click in place. Insulin pump had broken battery cap stuck inside of the battery compartment. Unable to perform basic occlusion test, occlusion test and displacement test due to completely broken off reservoir tube lip. Pump passed prime test and no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the reservoir lip was damaged and reservoir lip a piece has come off it and the reservoir has come out on two occasions. The blood glucose was 500 mg/dl at the time of the incident and the current blood glucose was 150 mg/dl. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.